Event description:
Cryo machine had error message that read: balloon compromised during the case. Arctic front advanced pro was removed. New arctic front advance pro was placed. The error message went away and cryo ablation was continued. No more error messages occurred. There was no patient harm. The catheter was called into medtronic for replacement by medtronic rep.